Event description:
The customer contact reported the pt received more medication than intended. At an unspecified date and time, the device was possibly programmed to deliver an unspecified concentration of eparine 100ml, for a duration of 10 hours and the delivery was started. No specific programming parameters were provided. The customer contact reported that five hours after the delivery was started, the nurse noted the delivery was complete. No specific event details provided. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.